Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose level was below her target value. The customer stated that the trainer adjusted the basal rate setting and the customer's bg was currently at 120 mg/dl.